Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient fell. Doctor performed the revision surgery. While operating, the head came off the stem with the pull of her hand and the trunnion on the stem was malformed. She did an osteotomy to get the stem out and replaced the stem with a competitor femoral stem and head and put styker 10° liner back in the trident 54 cup. The acetabulum was unaffected by he patient's fall." Rep indicated that surgeon reported that patient had elevated chromium levels.

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
As reported: "patient fell. Doctor performed the revision surgery. While operating, the head came off the stem with the pull of her hand and the trunnion on the stem was malformed. She did an osteotomy to get the stem out and replaced the stem with a competitor femoral stem and head and put styker 10° liner back in the trident 54 cup. The acetabulum was unaffected by he patient's fall." Rep indicated that surgeon reported that patient had elevated chromium levels.